Event description:
As the physician was putting the deltaplush 2.5x6 into the microcatheter (prowler lp es 90) the coil was unsheathing from the wire as the physician was placing the coil. I then suggested he remove the coil and put in another coil and it went in smoothly. On the galaxy g2 coil, the tech checked the charge of the g2 and got a positive connection. The physician then placed the coil into the desired location and pressed the detachment button. The coil then didn't detach and they tried again but the power button wouldn't show the connection. I then had him remove the coil and replaced with another 3.5x7.5 g2 coil. Additional information received indicated that "unsheathing from the wire" meant that as the physician made the loop to start passing the coil into the microcatheter, the coil started to unsheathe at the junction where you tighten the thouey to the microcatheter. The coil was entirely withdrawn and did not prematurely detach during the process of withdrawal. There was no stretching or damage to the coil noted post withdrawal. The prowler microcatheter was not replaced. On the g2 coil, pre-deployment test was performed. No fault light was noted on the dcb during use. The same dcb and cable were used to complete the procedure. The two coils were used on the same case and same patient. An adequate continuous flush was maintained through the microcatheter.

Manufacturer narrative:
The galaxy g2 complex xtrasoft 3.5mmx7.5cm coil could not be detached after placement at the desired location. The coil was withdrawn and replaced with another 3.5x7.5 galaxy g2 coil and the same detachment control box and connecting cable were used to complete the procedure. The pre-deployment test was performed; the charge of the g2 was checked with a positive connection. An adequate continuous flush was maintained through the microcatheter. After placement at the target site the detachment button was pressed. The coil did not detach and another attempt was made, but the power button didn¿t show the connection. There was no fault light noted on the dcb during use. The galaxy g2 was returned for analysis. As viewed through the returned packaging, the unsheathed and entangled coil appears damaged. It was verified under microscopic magnification that the proximal end of the exposed coil has been severely damaged. The detachment fiber did not receive heat. The device positioning unit (dpu) failed electrical testing with resistance at 32.8 ohms and the enpower systems go light failed to illuminate. When the resistive heating coil section received compression, the resistance came into specification of 51.6 ohms and the enpower systems go light did illuminate. The most likely root cause for the microcoil system to pass the pre-deployment electrical check and then failed to detach inside the aneurysm was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where the solder joint connection was damaged cannot be determined. However, based on the reported information, it occurred during procedural use. Although without the return of the complete detachment system and the prowler select lpes microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event, based on the reported information that they were used successfully with subsequent coils, there is no indication that they contributed. It is possible that procedural factors may have contributed; however, no conclusion can be made. A review of the manufacturing documentation associated with this galaxy g2 lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.